Manufacturer narrative:
H6: codes c62862 and c62823 were removed and replaced with c63271 to more accurately reflect the issue. Continuation of d11: product ID 8870 lot# serial# unknown implanted: explanted: product type software product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the stopped pump was due to an error with communication. The symptoms resolved when the pump was re-interrogated and resumed. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8870, product type: software. Product ID: 8840, product type: programmer, physician. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient with an implantable pump for non-malignant pain and chronic low back pain. The pump was currently administering the following medications: fentanyl (concentration: 25 mcg/ml, dose rate: 4.4 mcg/day), clonidine (concentration: 1000 mcg/ml, dose rate: 179.8 mcg/day), and bupivacaine (concentration: 16 mg/ml, dose rate: 2.8 mg/day). It was reported that today when the pump was being updated with a model 8840 clinician programmer, the pump went in to an inadvertent stopped pump mode. The hcp did not catch the error until the patient left the clinic, and the patient was unable to receive their personal therapy manager (ptm) bolus. The patient was described as "suffering"; symptom of withdrawal. The patient had went back to the clinic and that was when the hcp had confirmed the stopped pump mode, so they re-programmed the pump to the proper infusion mode and that resolved the issue. The patient was doing better now. They were inquiring why the issue would occur. The caller wanted to review the clinician programmer reports, but did not know she was reviewing a print report instead of a session report until technical services educated them about that at the time of the report. The session reports and event logs were reviewed. At the time of the report technical services troubleshooted with the caller and reviewed pertinent information per the caller's inquires. The company representative was to confer with the hcp. It was noted that troubleshooting had resolved the issue. The programming had been completed. No further patient complications have been reported as a result of this event.